Event description:
It was reported on (B)(6) 2025, that the c-arm on a 3dimensions mammography system continuously moved in a downward motion without command. A field engineer was dispatched and examined the equipment, finding that a stuck foot pedal switch was the cause of the uncommanded system motion. The field engineer replaced the foot pedals on the system and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient/user injury was reported

Manufacturer narrative:
On april 8th, 2025, a customer reported that the c-arm moved down independently after being moved upward on a 3dimensions (serial number (B)(6)). There was no alleged negative health impact or consequence. The field service engineer (fse) replaced the footswitch and no longer observed the behavior. The part was scrapped on site. Because of this, there was no part returned, and no initial evaluation performed. The footswitch was either (B)(6) old. Because the part was not available, the investigation is limited to a complaint review. There was one prior footswitch complaint where the footswitch stopped functioning. No footswitch or un-commanded motion issues were found after the fse performed the troubleshooting. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: 3dm-sys-std. Serial number: (B)(6). Date of manufacture: 9/16/2020. Installation date: (B)(6) 2020. Incident date: (B)(6) 2025. Closest pm to complaint date: (B)(6) 2025. Date of part manufacture: unknown. There was one previous complaint where a footswitch was unresponsive and replaced on (B)(6) 2025. There are two footswitches which means it cannot be determined if the newer footswitch or older footswitch was replaced. DHR review summary: there were no discrepancies related to the vta movement or footswitches.